Event description:
The customer reported that they lost pacing while treating a patient. No adverse patient impact was reported.

Manufacturer narrative:
The customer reported that they lost pacing while treating a patient. No adverse patient impact was reported. The device was evaluated at philips. The technician could not reproduce the reported symptom. The device passed all testing and was returned to the customer. We are considering this a user error where the customer did not switch to fixed mode pacing when the ECG signal was inadequate for demand mode pacing. There was no malfunction of the device.